Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a removal of cobalt chromium radial head standard height-sterile & titanium straight radial stem-sterile, due to loosening of radial prosthesis stem. The hardware was removed uneventfully, and the patient underwent a radial head resection and advancement of the lateral ligament. Patient was originally treated with radial head prosthesis for radial head fracture on (B)(6) 2013. Procedure outcome was unknown. The patient experienced pain and elbow instability. This report is for one (1) radial stem. This is report 2 of 2 for (B)(4).